Manufacturer narrative:
Visual investigation: we made a visual inspection of the broken cage. The cage shows some cracks, no pieces are broken completely off. The cage is nearly broke in two pieces and shows additionally a crack in the area of the inserter interface. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with the peek implant. While attempting to implant the device in the disc area, the product was broken. The device was removed and another was used instead. The malfunction had a mild impact on the patient; there was a 30 minute delay in surgery. The adverse event / malfunction is filed under aag reference (B)(4).